Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance after being placed. The lead was removed. The patient was in stable condition.